Event description:
On (B)(6) 2011 customer reported that the wash buffer canister, on the lxi 725 instrument, was leaking inside the closed-tube aliquoter and down onto the floor. Customer cleaned the spill wearing personal protective equipment and no injuries were reported. No erroneous patient results were generated. Field service engineer (fse) examined the instrument and found that the leak from the wash buffer bottle was due to a missing cap gasket. Fse replaced the gasket and the issue was resolved. No further leaks have been reported.

Manufacturer narrative:
(B)(4).